Manufacturer narrative:
The patient's desaturation occurred when inotherapy was stopped until a new inomax ds was placed on the patient. The inomax ds device involved in the incident was returned for investigation. The root cause for the incident was a result of a failed pressure switch. This incident is reported as a user error. The device was still delivering drug and the desaturation evidently occurred while the respiratory therapists were changing out the device. Since the patient's desaturation occurred when inotherapy was stopped until a new inomax ds was placed on the patient, the recommended action would be for the care-giver to bag the patient on the inoblender until the new inomax ds is ready. Follow up instruction will be provided to end users to use the inoblender when replacing a device or when the function of the inomax ds is in question.

Event description:
A male (B) (6) gestation on (B) (6) 2009 has a current weight of (B) (6) kg. He is one of a quadruplet and was intubated at birth with a past medical history of bronchopulmonary dysplasia (bpd) and severe pulmonary hypertension. The patient has been receiving 10 parts per million (ppm) of inomax for the treatment of pulmonary hypertension intermittently with the last initiation in (B) (6) 2009. A servo-300 ventilator is being used in conjunction with inomax ds (B) (4) with the following ventilatory settings: synchronized intermittent mandatory ventilation (simv) mode, respiratory rate 36 breaths/minute, positive-end expiratory pressure (peep) 13, positive inspiratory pressure (pip) 28, pressure support 10, fraction of inspired oxygen (fio2) >50%. On (B) (6) 2010, the respiratory therapist heard a hissing noise in the patient's room and determined the sound was coming from the inomax ds unit. The sound appeared to come from inside the unit and not from a device connection. The respiratory therapist also reportedly, smelled nitric oxide (no) gas. No alarms were activated since the low no alarm was set to 5 ppm and it was observed the no dropped to 6 ppm, and the patient was receiving 6 ppm of no during this time. The patient was treated with 100% oxygen while two respiratory therapists replaced the inomax ds unit. The patient was not manually bagged with the inomax ds backup system since they were unsure if the inomax ds unit was delivering drug. During the replacement of the device, the patient's oxygen saturation normally at 95% baseline decreased to the 70s. The inomax ds was switched out in approximately 5 minutes and the patient's oxygen saturation gradually increased back to baseline 2 minutes after restarting inomax treatment. The event resolved and the respiratory therapist deemed the oxygen saturation decrease moderate in severity, medically significant, and definitely related to inotherapy.